Event description:
The PICC catheter was inserted and difficulty was met during insertion. Approximately 20cm of catheter tubing was not inserted and left outside of the body. The nurse found the catheter broken while checking the patient.

Manufacturer narrative:
The catheter is being returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)